Event description:
Philips received a service request during preventive maintenance (pm) for a v60 ventilator, in which a biomedical technician required assistance identifying parts related to the oxygen inlet mounting bolt and ground connection. The issue was identified during routine pm activities, and there was no patient involvement or reported patient impact. During evaluation, it was determined that part identification was required to address a failed electrical safety check associated with the oxygen inlet connection. A remote service engineer (rse) provided the necessary part information (parts ID for the captive socket screw) to support resolution of the issue. The required component was provided, and the corrective action was completed. Following service, the system was confirmed to meet specifications for the performed maintenance and was returned to use. No further issues were identified, and no additional troubleshooting or repair actions were required. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.